Event description:
Pt reported that device's piston rod is stuck (no mechanical error was generated by the device). Pt has also experienced high blood glucose levels for the past 2-3 months. No treatment was received.